Event description:
Essure procedure was done (B)(6) 2011. Hsg confirmatory test done (B)(6) 2011 confirmed satisfactory placement and occlusion. Patient was seen at emergency room on (B)(6) 2012 due to a miscarriage. Patient had positive pregnancy test on (B)(6) 2012 at (B)(6). On (B)(6) 2012 an ultrasound was done which did not show any pregnancy in uterus. Bhcc tests were elevated, indicating either ectopic or resolving pregnancy. On (B)(6) 2012 a uterine aspiration was done and still no pregnancy was found in uterus. Patient was sent to emergency room for methotrexate and a chemical abortion was done on (B)(6) 2012. Patient has recovered, is using alternate birth control, and will be counseled regarding permanent sterilization.

Manufacturer narrative:
(B)(4).